Manufacturer narrative:
Vyaire file identification: com-(B)(4). Device evaluated by MFR - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.

Event description:
It was reported to vyaire medical that the touch screen of the vela ventilator was damaged. It was stated the front panel has a little bit of damage and the touch screen got wet during decontamination. There was no patient involved in this event.